Manufacturer narrative:
Device evaluation: (B)(6) 2011- the device balloon was visually inspected under 10x magnification and it is noted that there is no rupture or hole in the balloon. Colored water was introduced into the balloon lumen and it is noted that there is delamination of the distal balloon bond. Visually there is a fluid path. Water was introduced through the infusion and pressure lumens and the water flows from where it should. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging. A review of the device batch record was performed for lot number 742835 and there were no non-conformances in relation to the nature of the complaint. The devices met all raw materials, in-process, finished goods and sterilization specifications upon release of the product. A corrective action was generated to determine root cause of the distal balloon bond delamination and is applicable to this event.

Event description:
It was reported that there was an unprovoked rupture of the balloon of an endoplege catheter lot# 742835. The ep was switched out with no adverse events to the patient.